Event description:
Note: this report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation on november 15, 2018 that a flexiva ID 200 laser fiber and two flexiva ID 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the kidney performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke while they were handling to use it. Two flexiva ID 200 tractip laser fibers were opened and the same issue occurred. The procedure was completed with another flexiva ID 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Block h10: investigation results: the fiber was returned in one piece. The piece measured approximately 317.7 cm from the top of the connector and included the entire distal tip. This piece included multiple kinks. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
This report pertains to the first of three devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber and two flexiva ID 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the kidney performed on an unknown date. According to the complainant, during the procedure, the laser fiber broke while they were handling to use it. Two flexiva ID 200 tractip laser fibers were opened and the same issue occurred. The procedure was completed with another flexiva ID 200 tractip laser fiber. There were no patient complications reported as a result of this event.